Event description:
Minor dissection reported. Physician took catheter up to 16 atm to have the lesion yield. Physician was pleased with the final results.

Manufacturer narrative:
Patient information is being requested from the customer. Attempts to obtain patient information have not been successful. Minor dissection occurred during the use of the angiosculpt catheter. No clinical injury reported. Attempts to obtain additional information from the customer have not been successful. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100 percent certainty whether or not the angiosculpt catheter caused or contributed to the dissection. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.